Manufacturer narrative:
The unit passed the displacement test. The unit alarmed motor error during the basic occlusion test and was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The unit had a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner.

Event description:
The customer called to report that she kept receiving motor error alarms and her blood sugars kept going higher. The customer's blood glucose reading was 170 mg/dl. The customer stated that one time the device alarmed motor error and her blood glucose reading had been 356 mg/dl. The customer was able to resolve the alarm by rewinding the device. The customer completed troubleshooting and was able to rewind the device. The customer was advised to discontinue the device, and revert to a back-up plan. The customer was advised that the device would be replaced and to return her device back for analysis.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been privided in this report.